Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accessory was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to cabel damage. Pictures were taken. A charging test was performed and failed due to the damged cable. The allegation was confirmed. The probable cause was determined to be a defective cable. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).